Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional and refractive verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.00/+1.5/081 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens, and the problem was resolved. The cause of the event was unknown.